Manufacturer narrative:
For this event, there was no medication associated with this incident. User error was involved in this event since the treatment settings applied were aggressive for the patient's skin type and proper treatment technique was not followed per clinical guidelines. The user of the device did not perform test spots "which should be administered before every treatment and at every visit".the device was not evaluated since user error was responsible for the patient impact. This is reportable because the patient had developed a scar from this event, which is a serious injury.

Event description:
Patient developed a scar on the neck from a laser procedure.